Event description:
Pt was in their automobile with family returning from family outing when their ventilator malfunctioned. It was noted that the external battery power was low. The ventilator alarmed and shut down instead of switching to internal battery power.